Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the technical support specialist (tss) dialed into the server and identified that the app server was running at 100% cpu usage. Investigation showed that the job scheduler service was consuming about 95% of the cpu. Attempts to stop the service failed with the error pid 4912 could not be terminated access is denied. The issue was caused by a large number of misfired scheduled reports that the scheduler was repeatedly trying to process. After rebooting the server, all services returned to normal operation and cpu usage stabilized. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user stated that there had been an active directory issue the previous night. Following this, the pyxis and report servers became very slow, and the scheduled pyxis reports stopped printing. When the analyst reviewed case (B)(4)., they observed slowness in outbound messages however, once the adt processing completed and the queue caught up, the outbound message issues were resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.